Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device was programmed to continuous current but the patient was not doing as well in current mode as they were in voltage mode. It was stated the patient experienced a shocking or jolting sensation during the reprogramming when they switched back from current mode to voltage mode.

Manufacturer narrative:
(B)(4).